Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed ¿ the unit was making an unusual noise. Additionally, the unit¿s illumination light was not functioning properly due to a non-olympus lamp having been installed. This 3rd party lamp was worn-out and causing noise to appear in the image. Water leaks were noted from the output connection socket. The light tube base was broken, the hoses were dirty with heavy amounts of dust, and it appeared that liquid deposits were inside the hose itself. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus evis exera iii xenon light source was making an unusual noise during use. According to the initial reporter, it appears the fan inside the device is turning off and on again. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. During the device evaluation, it was discovered that the unit was experiencing a lamp failure ¿ causing noise to appear in the image. This report is being submitted to capture the poor quality image found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely that "no lighting" was caused by lamp attrition and the use of non-olympus lamp. It was also found that the "leakage of water from the socket of the output connector" was likely caused by the introduction of liquid into the tube. However, the specific root cause could not be determined at this time. Olympus will continue to monitor field performance for this device.